Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, radio frequency telemetry was not functioning, a firmware download was to be attempted if the radio frequency chip is not functioning. No intervention was performed however the patient will have an in clinic visit on (B)(6) 2018. Patient was stable.